Manufacturer narrative:
A carefusion field service representative was dispatched to the user facility. The field service representative evaluated the device and was able to reproduce/verify the reported event. The field service representative determined that the root cause of the reported event was a faulty o2 sensor. Unrelated to the reported event the device¿s air/o2 blender was found to not deliver below 30% fio2. Field service representative determined that air/o2 blender was faulty. The air/o2 blender was replaced and the device was run through the operational verification procedure (ovp) and the device passed all testing.

Manufacturer narrative:
(B)(4). Carefusion has dispatched a carefusion field service representative to evaluate and repair the device. The carefusion field service representative has not completed the evaluation and repair of the device as of august 27, 2015. Carefusion will submit a follow-up medwatch report once the evaluation and repair have been completed.

Event description:
The user facility reported that the device is alarming "o2 sensor fault". There was no report of patient involvement.